Manufacturer narrative:
Taper ii. The product associated with this report has not been removed. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding serial number has been requested. Device labeling addresses the reported event under "warnings," as follows: failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."

Event description:
Reported as the band unbuckled. Surgical procedure occurred to buckle the device. The device remains implanted.